Event description:
Additional information received from the consumer reported that the patient felt stimulation and it was too fast. Depending on their position, the device stimulated different areas on the patient. Most of the time stimulation was in the patient's back where the implantable neurostimulator (ins) was. The patient decreased stimulation to a comfortable level. The patient was still leaking. When the device was first put in the patient didn't have any leakage.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had noticed for the last several months it hadn't been stimulating or it wasn't working. The patient did not feel stimulation and the therapy was on. The patient never used the sync key. The device was set at 0.5v on program 1 with the lightning bolt. The patient had had it as high as 0.9v, but had never gone higher than that. The patient was standing while trying to adjust and after sitting down, they felt stimulation in the vagina at 1.9v and it was just a little ticking sensation. Sitting and standing the stimulation was not uncomfortable. The patient knew the stimulation was there after increasing it up and wanted to decrease down to 1.7v. The patient's bladder was real sore from going to the bathroom so much and they had been increasing and decreasing it. The patient "didn't think the stimulation wasn't working." The patient didn't know if it had been working. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.